Event description:
Healthcare professional reported "extracapsular rupture" and "siliconoma" against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "extra capsular rupture confirmed on ultrasound" and "snowstorm appearance is also noted in a right axillary node consistent with a siliconoma".